Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a no delivery alarm was received. The customer's blood glucose reading was 595 mg/dl at the time of incident. The customer was assisted in performing a prime and insulin exited the tubing. Troubleshooting found that the cannula was bent.